Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during setup, there was a crack on top of the reservoir. It is unknown if there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility. There was no blood loss.

Event description:
New information received indicates that the surgery was completed successfully with no patient effect.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 22, 2023. The affected sample was not returned for evaluation, nor were any pictures provided; therefore, a thorough investigation cannot be performed. A representative retention sample was obtained and visually inspected, no damage was noted to the device. Without a returned device or pictures being provided, a definitive root cause could not be determined. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
**UDI related data quality updates only** d1 brand name (corrected) d2a common device name (corrected) d4 additional device information (corrected primary unique device identification (UDI) number).